Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The unk target lesion had been predilated with a 4.0x15 mm non-bsc balloon and a 2.5x15 mm maverick balloon. The physician had selected and attempted to advance a 2.75x32 mm taxus express2 des to the target lesion, but it could not cross the lesion. It was noticed that the stent appeared to have a "burr" on it. The procedure was completed with a 3.0x30 mm non-bsc stent. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.